Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's time settings were inaccurate by 12 hours on multiple occasions. Tandem technical support found that settings were changed from am to pm on pump. Customer's blood glucose was 111 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.